Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently requested a bolus of 10 units and requested assistance from tandem technical support with cancelling the bolus request. Review of the bolus history verified that the bolus had been completely delivered, and could not be cancelled. The customer understood the information provided. There was no reported adverse impact to the customer's blood glucose level.